Event description:
(B)(6) study. Same case as MDR ID: (B)(6). It was reported that post coronary intervention procedure vessel jailing and unstable angina occurred. In (B)(6) 2013, the subject presented with stable angina and cardiac catheterization was recommended. The subject was enrolled in the promus element plus study. The index procedure was performed. Target lesion #1 was a de novo located in the distal left anterior descending artery with 70% stenosis and was 9 mm long with a reference vessel diameter of 2.2 mm. Target lesion #1 was treated with direct stent placement using a 2.25 x 12 mm promus element plus stent with 0% residual stenosis. Target lesion #2 was a de-novo lesion located in the mid left anterior descending with 70% stenosis and was 16 mm long with a reference vessel diameter of 2.3 mm. Target lesion #2 was treated with direct stent placement using a 2.25 x 20 mm promus element plus stent with 0% residual stenosis. Target lesion #3 was a de-novo lesion located in the mid left anterior descending with 70% stenosis and was 44 mm long with a reference vessel diameter of 2.6 mm. Target lesion #3 was treated with direct stent placement using 2.50 x 38 mm and 2.25 x 12 mm promus element plus stent with 0% residual stenosis. Target lesion #4 was a de-novo lesion located in the distal left anterior descending with 70% stenosis and was 8 mm long with a reference vessel diameter of 2.3 mm. Target lesion #2 was treated with direct stent placement using a 2.25 x 12 mm promus element plus stent with 0% residual stenosis. On the next day, the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject presented with unstable angina was hospitalized on the same day. The subject was referred for cardiac catheterization. The 70% stenosed target lesion located in the first diagonal artery. The target lesion was attempted to be treated with direct stent placement using a 2.25 x 12 mm ion stent delivery system (sds). However, the ion stent would not pass through the stent struts of the 2.5x38mm previously placed promus element plus study stent in the mid left anterior descending artery which was jailing the first diagonal branch artery. Multiple balloon inflations were performed in the first diagonal through the stent struts and a repeat attempt was made to deploy the 2.25 x 12 mm ion sds. But still it would not pass through the stent struts and into the target artery. The stent was damaged and removed intact. Further balloon inflations were performed at high pressure to dilate the stent struts and subsequently, it was possible to pass and successfully deploy a 2.25 x 16 mm ion sds within the first diagonal artery with 0% residual stenosis. On the next day, the event was considered resolved and the subject was discharged on the same day on aspirin and ticagrelor.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).